Manufacturer narrative:
The investigation of thrombus has been completed. The returned data logs showed the motor current and pump flow gradually decreasing about 14 hours prior to explant, accompanied by a simultaneous gradual increase in purge pressure. Visual inspection of the returned pump revealed significant biomaterial ingested in the outflow cage. Considerable amounts of biomaterial were also found within the cannula throughout its length, with the most significant mass found on the impeller. Cause: biomaterial was observed on the pump at the time of pump removal. Root cause: this was due to the subtherapeutic act levels during support since the patient had severe bleeding. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2024-18201 was provided in sections h1, h3, and h6.

Event description:
The complainant reported that a patient with unknown race and ethnicity was implanted with an impella rp. Upon removal of the impella rp, a thrombus was observed at the outlet of the catheter. Weaning was successful and the device was explanted. The shealth was removed also and thrombus burden was present. The patient is stable post explant.

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.